Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (649 mg/dl) and diabetic ketoacidosis identified as dangerous by healthcare provider. Customer was treated with manual insulin injections and intravenous fluids. The issue was resolved with no permanent damage and the customer was discharged two days later. Suspected causes were puberty and possible bad infusion site; however, customer did not recall inspecting the infusion site. There were no pump alerts or alarms.